Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the device to be within specification. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
While using a cavitron 30k fsi-sli-10s insert, the insert was getting hot. The event outcome is unknown as of this MDR evaluation. Additional information is being requested.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.